Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2010 (am); inratio2: 4.6, 4.0; reference: 3.6. Date: (B)(6) 2010 (noon); inratio2: 4.6; reference: 3.6. Range 2.5-3.5.

Manufacturer narrative:
Investigation pending.